Manufacturer narrative:
Event date changed to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the 1st om was treated in the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted in the 3rd om. Approximately 10 months post index procedure the patient suffered a stroke which was treated with hospitalisation and drug therapy. The patient is reported to be recovered. Site and sponsor assessed the stroke event as not related to the device or antiplatelet medication.